Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01977.

Event description:
The patient was undergoing a coil embolization procedure in the right and left ovarian veins using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician was able to successfully implant four ruby coils into the right ovarian vein using the lantern and a non-penumbra sheath. The physician then advanced the devices into the left ovarian vein. It was reported that accessing this vessel was challenging. However, the physician was able to successfully implant two ruby coils into the left ovarian vein. Upon advancement of the next ruby coil halfway out of the lantern and into the patient's vessel, the coil unintentionally detached. Therefore, the lantern and ruby coil were removed from the patient by hand. Upon removal of the lantern, the physician noticed a small kink between the two markers on the distal end. Another lantern was then opened and used to complete the procedure. While the technician was preparing two additional ruby coils for use, the ruby coils became kinked upon removal from their packaging hoops. Therefore, the ruby coils were not used in the procedure. The procedure was completed using two additional ruby coils. There was no report of an adverse effect to the patient.